Manufacturer narrative:
Philips has investigated this complaint. Philips has completed a good faith effort to get further information regarding patient and procedure outcome. However, the customer has not provided the requested information. Customer reported to philips that the system's c-arm was unable to perform rotational movements. The philips remote service engineer (rse) performed troubleshooting remotely and stated that there was issue with the source of drive and recommended the customer to replace the amc triple servo drive, after which there have been no further reports of this issue to date. The codes were updated based on the investigation outcome. The evaluation method code was corrected.

Event description:
It was reported to philips that the system's c-arm was unable to perform a rotational movement. No harm to the patient or user was reported. Philips has started an investigation of this complaint.